Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The reset error test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the displacement anomaly. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was treated in the hospital. The customer was admitted at palms west hospital on (B)(6) 2015. The patient was not in a vehicular accident. The troubleshooting was performed. The patient insulin pump need to be replaced. The patient was advised to follow their medical prescribed back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.